Manufacturer narrative:
Batch review performed on 07 february 2023. Lot: 2214129: (B)(4) items manufactured and released on 06-oct-2022. Expiration date: 2027-09-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department: one month after primary tka, early infection develops and it is necessary to remove all implants. Infections are a possible adverse event following tka, mentioned in the relevant literature, and there is no reason to suspect that the devfices used can be held responsible for the event. Preliminary investigation performed by r&d project manager: revision surgery performed about 1 month after the primary surgery due to an infection. The pictures at hand show the femoral component and the tibial tray covered by biological fluids and cement, as expected after implant removal. Based on the available information it is not possible to state any implant related failure root cause. Additional involved implants: batch review performed on 07 february 2023 on gmk-primary 02.12.0212crr tibial insert fixed sphere cr size 2/12 mm r (k181635) lot: 2102133, lot: 2102133: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-03-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 07 february 2023 on gmk-primary 02.12.0021r femoral component sphere cemented size 1+ r (k140826) lot: 163344c, lot: 163344c: (B)(4) items manufactured and released on 18-oct-2021. Expiration date: 2026-09-26. No anomalies found related to the problem. To date, only (B)(4) item involved in the complaint has been sold. Lot: 163344: (B)(4) items manufactured and released on 26-july-2016. Expiration date: 2021-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, revision surgery performed due to infection. The surgeon revised successfully the femoral component, tibia and insert.